Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2018 alone at home. The patient reported not feeling well the night prior. The patient¿s family reports the patient may have had an active gastrointestinal bleed at the time. System controller history interrogation revealed the system controller clock not set alarm. On (B)(6) 2018, a low battery advisory occurred at 0740, low battery hazard and power save mode occurred at 0814, no external power alarm and emergency backup battery (ebb) in use alarm occurred at 0818. The last event was at 0858 showed a no external power alarm, ebb in use alarm, and speed was 8600. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power alarm happened at the end of the log file on (B)(6) 2018 at 8:13am. It looks like the patient had only one battery connected with the other power lead was not connected to a power source. It looks like the patients battery ran down below threshold in approximately 6 hours and 42 minutes, which is normal while running on one battery. At that time the ebb did take over running the pump at 8:13am and ran for 45 minutes before losing power to the pump. The pump ran as expected until the power ran out. There were no other unusual events seen within the log file. Additional information was requested, but was not provided.